Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens was stuck in the cartridge or injector. There was patient contact with no patient injury. The lens was not implanted. The lens was intraoperatively replaced, and this resolved the problem. Cause of the event was the device.